Event description:
Patient called to report a product issue and adverse event related to her resmed airfit CPAP mask. Patient stated she received a recall letter yesterday stating there had been a recall involving her device. The patient stated she never had really thought about it before, but she does wake up with a very dry mouth. Patient said she is unsure if she should continue to use the device.